Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold outputs of 3.0 volts at millisecond and 3.5 volts at 2 milliseconds due to suspected lead fracture or scar tissue. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.